Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for drive count or time values or changes incorrect for moving or coasting as too slow or too fast. Customer's blood glucose was unknown at time of incident. Customer advised to discontinue use of pump and revert to back up plan as per hcp's instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was tested with a water fill reservoir. Units left on status screen matched properly with units left on test reservoir. No pump error or replace battery now alarms noted. However, unit was received with corroded motor home switch and corroded electronic assemblies. Unit was received with corroded battery tube, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer, end cap address label missing and minor scratches on lcd window.